Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. Pump failed post sterile inspection due to not having medcert approval. This issue is unrelated to the failure mode due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was on impella cp and extra-corporeal membrane oxygenation (ECMO) had a drop in hemoglobin as a result was given 4 units of packed red blood cells. An internal bleed is suspected. The decision to explant the impella was made after the team was unable to perform vav (triple cannulation) strategy.